Event description:
It was reported that, "the pt complained of a "clunking" sensation. The surgeon decided to replace the existing components. The femoral component was well fixed. The tibial component was also fixed but upon removal, the surgeon felt there were signs of "debonding." The components were replaced using a triathlon ts femur size 4 and a universal baseplate size #3 with a 19mm ps insert. There were no complications and the revision was routine."

Manufacturer narrative:
The following other devices were listed in this report: triathlon-cr femoral component cemented #4 right cat# 5510-f-402; lot# sntlt; x3 triathlon cs insert #3 9mm cat# 5531-g-309, lot# lr0555. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. A supplemental report will be submitted upon completion of the investigation.